Manufacturer narrative:
The tech found the side rail end tube missing the lower pivot block, bolt and roller guide. The tech replaced the side rail end tube lower pivot block, bolt and roller guide to resolve the issue.

Event description:
The tech alleged that the side rail could not latch. No pt impact.